Event description:
The customer contact reported backflow of fluid from the primary line into the secondary container. The primary plumset was being used to deliver 0.9% nacl, at an unspecified rate. The male adapter of an unspecified secondary tubing set was connected to the secondary port of the cassette of the primary plumset. The secondary tubing set was being used to deliver a piggyback delivery, of an unspecified concentration of pantoloc, at an unspecified rate. After an unspecified length of time in use, it was reported that the pantoloc container was "filling up rather than emptying." The tubing sets were replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).